Manufacturer narrative:
The reported complaint of the icy catheter (lot # 202155) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 202155.

Event description:
On (B)(6) 2025, ivtm therapy started using an icy catheter (lot # 202155). The catheter was placed into the femoral vein. Approximately five hours later, the saline level in the bag decreased. Following manufacturer instructions, the catheter balloon was checked per IFU; leakage from the balloon was suspected. The physician discontinued the treatment for unknown reasons, and no alternative temperature management therapy was initiated. No patient injuries were reported.